Event description:
It was reported, the pt was unable to recharge the ipg, but was unable to communicate with the programmer for the first recharging session. The sjm representative attempted to troubleshoot the issue, but communication was not established. A replacement charging system did not resolve the issue. The physician suspected the ipg was implanted too deep, and undertook surgical intervention to reposition the ipg. It was reported the pt was able to recharge the ipg and had effective stimulation postoperative; the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.